Event description:
It was reported that the right atrial (ra) lead was observed with potential oversensing of the r-waves. The signals appeared to be falling in atrial refractory or atrial blanking. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).